Manufacturer narrative:
Cmp (B)(4) d10: medical products: item#: unknown, unknown modular trabecular metal center post; lot#: unknown item#: 113032, versa-dial 42x18x46 hum head; lot#: 66695408. Item#: 118001, versa-dial/comp ti std taper; lot#: 66325059. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder surgery on and unknown day. Subsequently, the patient underwent a revision surgery due to the implant loosening. The glenoid and humeral head implants both were explanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided as it is a duplicate and has been reported on 0001825034 - 2024 - 02382. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.